Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "chest has softened and there is a burden on the inside", "constant pain", and "implant rupture" diagnosed via ultrasound. This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "new breast warranty case ukraine" and later reported "chest has softened and there is a burden on the inside", "constant pain", and "implant rupture" diagnosed via ultrasound and later healthcare professional reported "ruptured of breast implant shell". This record is for the left-side. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "chest has softened and there is a burden on the inside", "constant pain", and "implant rupture" diagnosed via ultrasound. This record is for the left-side. Device has been explanted.